Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent birth control. In (B)(6) 2014, she underwent the essure. After the implant, the consumer began suffering from heavy menstrual bleeding, abdominal pain, pelvic pain, menstruation pain, and became pregnant in (B)(6) 2014. She sought medical attention for her symptoms. In (B)(6) 2015, the consumer underwent surgery for the removal of the essure devices and a bilateral salpingectomy. Following the essure devices removal and bilateral salpingectomy, she suffered painful post-operative recovery. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, amongst non serious events. It was also reported that she became pregnant about one month after insertion. Outcome of pregnancy was not reported. Plaintiff underwent a surgery for removal of the devices and a bilateral salpingectomy. Pelvic pain and pregnancy with contraceptive device are anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Given the temporal relationship and the lack of alternative explanation, event was considered related to essure. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, plaintiff got pregnant less than three months after insertion of essure. As such, essure contraceptive failure can be excluded and a causal relationship between pregnancy and essure was considered as unrelated. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), pregnancy with contraceptive device ("pregnant"), genital haemorrhage ("abnormal bleeding (general)") and abortion induced ("pregnancy terminated") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, live birth in 1994, live birth in 1998 and uterine bleeding. Concurrent conditions included bipolar disorder, hyperglycemia, hypothyroidism, post-traumatic stress disorder, vaginal itching and menstrual cramps. Concomitant products included buspirone hydrochloride (buspar) since 2010, lamotrigine (lamictal) since 2013, levothyroxine sodium (synthroid) since 2006 and paroxetine hydrochloride (paxil) since 2001. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstruation pain/ dysmenorrhea (cramping)/ menstrual pain"), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("back pain"). In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), bipolar disorder ("worsened bipolar disorder"), fatigue ("fatigue") and post-traumatic stress disorder ("post-traumatic stress disorder"). In (B)(6) 2015, the patient underwent abortion induced (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, pregnancy with contraceptive device, procedural pain, vaginal infection, genital haemorrhage, vaginal haemorrhage, fatigue, migraine, headache, back pain and abortion induced outcome was unknown and the abdominal pain, bipolar disorder, arthralgia, post-traumatic stress disorder and anxiety had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion induced, anxiety, arthralgia, back pain, bipolar disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: positive . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Historical condition, laboratory data, concomitant disease and concomitant drugs were added. Updated suspect drug indication. Added events abnormal bleeding (general), pregnancy (termination), vaginal infection, worsened bipolar disorder, migraines / headaches, abnormal bleeding (vaginal, menorrhagia), fatigue, joint pain. Post-traumatic stress disorder, back pain. Updated events and onset date. On 29-mar-2017, she explanted essure (previously reported as 09-apr-2015). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), abortion induced ("pregnancy terminated"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "that there was trouble getting one in essure". The patient's medical history included multigravida, live birth in 1994, live birth in 1998 and uterine bleeding. Concurrent conditions included bipolar disorder, hyperglycemia, hypothyroidism, post-traumatic stress disorder, vaginal itching and menstrual cramps. Concomitant products included buspirone hydrochloride (buspar) since 2010, lamotrigine (lamictal) since 2013, levothyroxine sodium (synthroid) since 2006 and paroxetine hydrochloride (paxil) since 2001. In (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstruation pain/ dysmenorrhea (cramping)/ menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2014, the patient experienced vaginal infection ("vaginal infection"), bipolar disorder ("worsened bipolar disorder"), fatigue ("fatigue"), post-traumatic stress disorder ("post-traumatic stress disorder") and anxiety disorder ("anxiety disorder"). In (B)(6)2015, the patient underwent abortion induced (seriousness criterion medically significant). In (B)(6)2016, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), migraine ("migraines"), headache ("headaches") and anxiety ("anxiety"). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy, and cystoscopy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abortion induced, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, dysmenorrhoea, procedural pain, vaginal infection, vaginal haemorrhage, fatigue, migraine, headache, back pain and anxiety disorder outcome was unknown and the abdominal pain, bipolar disorder, arthralgia, post-traumatic stress disorder and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion induced, anxiety, anxiety disorder, arthralgia, back pain, bipolar disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6)2014: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received : reporter information was added. Added event "anxiety disorder "and "that there was trouble getting one in essure". Updated onset date of events. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), abortion induced ("pregnancy terminated"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, live birth in 1994, live birth in 1998 and uterine bleeding. Concurrent conditions included bipolar disorder, hyperglycemia, hypothyroidism, post-traumatic stress disorder, vaginal itching and menstrual cramps. Concomitant products included buspirone hydrochloride (buspar) since 2010, lamotrigine (lamictal) since 2013, levothyroxine sodium (synthroid) since 2006 and paroxetine hydrochloride (paxil) since 2001. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstruation pain/ dysmenorrhea (cramping)/ menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("back pain"). In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), bipolar disorder ("worsened bipolar disorder"), fatigue ("fatigue") and post-traumatic stress disorder ("post-traumatic stress disorder"). In (B)(6) 2015, the patient underwent abortion induced (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), migraine ("migraines"), headache ("headaches") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion induced, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, dysmenorrhoea, procedural pain, vaginal infection, vaginal haemorrhage, fatigue, migraine, headache and back pain outcome was unknown and the abdominal pain, bipolar disorder, arthralgia, post-traumatic stress disorder and anxiety had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion induced, anxiety, arthralgia, back pain, bipolar disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation was received on 15-nov-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, amongst non serious events. It was also reported that she became pregnant about one month after insertion. Outcome of pregnancy was not reported. Plaintiff underwent a surgery for removal of the devices and a bilateral salpingectomy. Pelvic pain and pregnancy with contraceptive device are anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Given the temporal relationship and the lack of alternative explanation, event was considered related to essure. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, plaintiff got pregnant less than three months after insertion of essure. As such, essure contraceptive failure can be excluded and a causal relationship between pregnancy and essure was considered as unrelated. This case was regarded as incident, as a surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.